Manufacturer narrative:
The subject device is not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause has been under investigation. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a therapeutic for the obese patient, the probe of the subject device was fallen into the abdominal cavity. The fragment could be found by the x-ray. However it could not be retrieved. No further information was provided.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00065 to provide additional information. The subject device was not returned to olympus medical systems corp (omsc) for evaluation. However omsc was received the images of the subject device. The probe was broken off. There was no scratch around the surface of the broken probe. As the result of checking the manufacturing record of the subject device, there was nothing abnormal found. The exact cause could not be conclusively determined, because the subject device is not returned to olympus medical systems corp. (Omsc) for evaluation. However, this type of probe damage is most likely related to the operator's technique. Based on the similar cases in the past, it was known that the probe might be broken off, since excessive load was applied to the probe. Also, it was known that excessive load might be applied to the probe, because the user activated the subject device while he held the tissue and twisted the subject device or held a hard tissue or other devices. The instruction manual of the subject device already states; do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, and this may lead to damage or detachment. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound.

Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. The subject device was returned to omsc for investigation. The evaluation on august 8, 2017, confirmed that the probe broke off at 18mm from the distal end. The grasping section of the tissue pad was worn deeply at the corresponding position of the broken end of the probe. The broken tip of the probe was not returned. The manufacturing record was reviewed with no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that a scratch occurred on the probe since a user output the device contacting with something hard, and then the probe of the device was cracked and broken when the probe was subjected to a load. It is likely that the grasping surface of the tissue pad became high temperature and deep wear was occurred due to grasping a hard object during output. The instruction manual of the device has already warned as follows; warning: do not contact the probe with any hard objects (e.g. Metal clips or other instruments). Do not grasp the probe when ultrasonic output is activated. Avoid accidental contact with the probe. Ultrasonic vibration can result in excessive wear and damage to, or detachment of the probe.